Event description:
Additional information received from the manufacturer representative reported that the cause of the implant not holding a charge was unknown. No actions were taken and the issue was not resolved. Review of the data files determined that the patient was partially charging the implant during most sessions and the implant lasted about 2.5 days when being close to fully charged.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins). It was reported pt states their generator only staying charged for a couple of hours. Cause is not known, issue is ongoing. Appt date is set for mid may to troubleshoot. Additional information was received from the manufacturer representative (rep) via patient. It was reported that rep states the patient is having difficulty with their ins holding a charge. Rep states the patient is having to charge every two hours to keep their ins charged. Rep states the impedances are normal, in the 1100-1200 ohms range, with one electrode at 1300 ohms, patient has had stimulation between 1.7 and 1.9 ma, later stating 1.9 for a1 (normally 2.2ma), a2 at 1.7 and 3/4 at 1.8ma. Rep states last night the patient charged their ins to 100% until midnight and then this morning it dropped to 20% charge at 8:30 am (later stated it shut off) and the patient had to charge on their way to meet with the rep. Rep states the patient would need to charge every 3-4 days. Rep states the recharge diary shows the patient charged on the following dates: 5/14 5/13 10-90% 4/7 3/29 3/28 3/17 3/14 3/10 rep states the patient will go to charge their ins and the controller will display "batteries empty" with screen 81, then will start a recharge session on excellent and will see screen 49 showing it is charging, but the battery is in the red. Patient was overheard in the background that they will stay on this screen for three hours and will have to unplug their recharger and start again. Rep states that upon looking at the stim usage diary, stimulation hadn't been on before yesterday and there was no data in group usage. The diary indicated 2% usage in past 30 days, since 4/13. Rep states the patient is reporting they have been using stimulation and charging twice a day during this time. This all began about 4 months ago. Technical services (tss) had rep start a recharge session, which they were able to do and the session started normally with excellent coupling. The session then appeared in the recharge diary when interrogated. Tss reviewed that this issue sounds like the recharger needs to be replaced, as the patient is still using the original recharger. The patient stated that she was told to send the new one back if it did the same thing (see pe 705993362 for this call). Rep states the physician told them to call manufacturer. Tss reviewed that they could send the data report in to the case, however the recommendation is to replace the recharger or speak with their physician. Patient did not want to replace the recharger. Patient was overheard stating they just "want it out". Tss sent email to rep to obtain file and sent email to scs principal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.